Event description:
During a transfemoral tavr procedure, after the 23mm sapien xt was deployed in a 70:30 [aortic: ventricular position, the patient had mild to moderate paravalvular leak [pvl]. The tavr team elected to leave the pvl alone as the patient was (B)(6) and had a very oval shaped annulus. The next morning, the patient was determined to have a murmur and follow-up tte showed the patient had moderate to severe pvl. At this point, the patient was taken back to the cath lab to post dilate the sapien xt valve. The post dilation did not resolve the ai thus they elected to implant another 23 sapien xt valve distal to the first valve in hopes of sealing the pvl. The second valve was successfully deployed in a 60:40 [aortic: ventricular] position with some improvement, but the patient still had moderate pvl. The native leaflet calcification was severe; aortic root calcification was moderate. This patient¿s annulus measured 399-422mm by 3mensio and 412 by m2s. The patient had a large septal bulge and an lvot that measured 412mm. The patient was in the gray zone for sizing [23mm vs. 26mm valve] but the team elected to go with a 23mm valve taking all of these things into account knowing they may have moderate pvl.

Manufacturer narrative:
Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it was reported that patient factors [elliptical ¿oval¿ shaped annulus, large septal bulge and severe native valve/leaflet calcification] contributed to malposition of the valve and the resulting pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.